Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported code error e118; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure. There were no delays in the procedure and the procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide new information added to the following field: b5.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, error code e118 was present on camera control unit. The issue occurred during preparation for use. The field service engineer sent replacement loaner. There were no reports of patient harm or impact associated with this event.